Event description:
Event description cpi received this implantable cardioverter defibrillator (ICD) for routine analysis after explant for battery depletion. Reliability assurance testing identified premature battery depletion.